Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the placement of the right cylinder into the corporal body; therefore, a surgical procedure was performed. All components of the existing ipp were explanted and replaced with a single tactra malleable penile prosthesis cylinder. There were no patient complications reported.